Manufacturer narrative:
Additional information: h3, h6. Correction to h4: device manufacture date. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed which did not identify any issues related to the reported connection issue. The condition was not verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and titanium adapter. This was observed prior to use for peritoneal dialysis therapy. When this issue was found, the nurse replaced the product, and another product was used, the problem was solved. There was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.